Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the alarm did not power up when using new batteries but did power up when using an external power supply or a 9v adapter and the battery door is missing. The flat battery contacts and the battery springs have battery leakage residue on them and are corroded. Note: instructions for use statement: visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires and signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
Customer reported the alarm will not power on. The customer replaced the batteries with new supply and the alarm maybe missing the battery cover. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.